Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50 ,serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure, due to lead migration. It was reported that the patient experienced stimulation in non-target areas due to lead migration. No device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.